Manufacturer narrative:
Findings: inspected 1 opened/used sensor and found sensor electrode retracted to the top of sensor and broken. Missing broken part. See attached picture for details. Unable to confirm customer received sensor damage due to customer returned opened/used. (B)(4).

Event description:
The customer reported via phone call that the electrode was missing when removed. The patient¿s blood glucose level was unknown at the time of the incident. The device is expected to be returned for analysis.